Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4 h3, h4, h6: part: 03.010.523-us; lot: 29p4843; manufacturing site: bettlach; release to warehouse date: 15 june 2020. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Visual inspection: the complaint device, driving cap/threaded (product code:03.010.523, lot no- 29p4843) was received at customer quality (cq), west chester. The threaded portion of the driving cap was found broken upon inspection. The head of the device had scratches and marks that are consistent with regular use along with the hammer and has no effect on the complaint condition. The photograph of the device was also received for investigation and the findings were consistent with issues identified in physical product. In addition, a radiolucent insertion handle was received as concomitant device and the broken tip of the driving cap was found stuck in one of the opening in the handle. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: (driving cap). (Dimensional tolerances). Measured dimensions: groove ø: conform; shaft ø: conform. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: connector for insertion handle: (current)/(manufactured). Complaint confirmed? Yes, the allegation of broken against the device can be confirmed. Investigation conclusion: the complaint condition of broken was confirmed against the driving cap/threaded. During investigation, a design or manufacturing issue was not identified. The potential cause could be the excessive force applied to the device, but a definitive root cause was not determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the threads of the driving cap/threaded broke off in the radiolucent insertion handle. The issue was discovered in the sterile processing department. There was no patient involvement. Concomitant device reported: radiolucent insertion handle (part# 03.033.001, lot# 4l14905, quantity 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This report is 1 of 1 for (B)(4).